Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-200 generator, and the system was tested and verified as ready for use. Isi has not received the e-200 generator to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy procedure, the e-200 generator stopped functioning, prompting conversion to an open surgery. After the conversion, an intuitive surgical inc. (Isi) technical support engineer (tse) was notified of the event by an isi clinical sales representative (csr). The procedure was completed. The following information is unknown: the cause of the issue, what surgical task was being performed when the complication occurred, and what if any surgical intervention was rendered to the patient. Additional information has been requested; however, no response has been received.